Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges that consumer was moving throughout her home when the chair allegedly sped up and then suddenly stopped allegedly causing the consumer to fall out.

Manufacturer narrative:
The device was returned and evaluated. The alleged conditions could not be duplicated.